Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's manager reported via phone call indicating that the customer's insulin pump keeps telling the customer to rewind pump even after the pump had already been rewound. The patient's blood glucose level was 245 mg/dl at the time of the call. The caller stated the pump did not alarm. The caller was informed to monitor the pump and to call back if there were any alarms from the pump.